Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient.patient called back and states today increasing settings but now it is hard to sit down and feeling cramps. Patient asking for assistance in decreasing settings. Patient was able to decrease settings .

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported they saw their hcp on 10/11 and they couldn't connect to the ins. They requested assistance to connect to their implant. Reviewed therapy information and general programming guidance. Patient also mentioned their incision hurt a little when they placed the communicator over it. Patient connected to their ins on the call and their stim therapy was off, patient turned it back on and increased stimulation intensity and they felt an urge to pee. They will maintain stimulation level and will continue to track symptoms. They stated they'd never connected to the ins before. Guided patient to discuss with their healthcare provider(hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of not being able to connect to the ins was unknown. Patient made a doctor's appointment on (B)(6) 2024 to discuss the reason why the handset was not connecting. The cause of the therapy being off was unknown. Patient stated they needed more information before leaving the hospital, "nobody explained anything to me". To resolve the issue their provider gave them some directions. It was reported that the issue was resolved.